Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, there was a force issue identified. After the device was inserted into the patient, the medical team was going to commence ablation of the posterior wall of the rpv (right pulmonary vein). Although the ablation was set to be conducted at 50w with qmode, the cf (contact force) rose sharply and stopped ablation. The cable was replaced but the issue continued. The issue was resolved by replacing the qdot micro catheter with another one. The procedure was completed without patient's consequence.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test were performed following j&j medtech procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system, and it was recognized; however, hi force error was displayed on the screen due to an open circuit at the tip area. In addition, the device was dissected at the peek housing section and insufficient adhesive was observed on the wires; this could be related to the open circuit observed; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 31374923l number, and no internal actions related to the reported complaint condition were identified. The force sensor error reported by the customer was confirmed. The root cause of the adhesive condition is traced to the manufacturing process. The pebax condition was not related to the event and potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined the instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Do not scrub or twist the distal tip electrode during cleaning. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. Internal actions are being implemented to address manufacturing opportunities related to the force sensor issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).